Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a 16 lead paddle. This was his second implant, and the first one was not a medtronic implant. The patient fell in (B)(6) 2014 and thought he damaged the implant. He needed to get an MRI, and would want to get another implant if there was one that was compatible with mris.

Event description:
It was reported that the patient had a paddle lead in the back and he was trying to get it taken out because he could not get an MRI. The lead did not work because last year he fell down the stairs and he thought he damaged it. The patient wondered if he could get an MRI then he would keep it, if not then he wanted it taken out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.